Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Email received from hospital that they have experienced loosening of primary tritanium cups. This to cover patient 4.

Manufacturer narrative:
An event regarding loosening involving an trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is aseptic loosening of a tha acetabular implant. It is likely that the difficulties encountered the preparation and implantation of this component during the index surgery contributed to this complication." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been 1 other event for the lot referenced. Conclusions: on the basis of provided medical review, it is concluded that the primary harm involved is aseptic loosening of a tha acetabular implant. It is likely that the difficulties encountered the preparation and implantation of this component during the index surgery contributed to this complication. The exact root cause couldn't be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device.

Event description:
Email received from hospital that they have experienced loosening of primary tritanium cups. This to cover patient 4.